Event description:
A customer reported experiencing multiple cartridge alarms during insulin delivery. Customer's blood glucose level was 550 mg/dl. The customer took corrective action by administering a correction injection via multiple daily injections and did not require third-party assistance. Reportedly, customer continued to use the pump for insulin therapy.